Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) exhibited noise, oversensing and inappropriate shocks on this right ventricular (rv) channel. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported.